Event description:
It was reported that the lead was explanted and replaced due to fracture. It is suspected the fracture was due to a fall from a horse. The patient elected to explant the entire system and not have it replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Insulation, conductor, and coil damage were noted at 33.2cm from the connector pin consistent with clavicle crush damage. The inner coil and sensing conductors were fractured at this location.